Event description:
It was reported that the relion® insulin syringe was cracked and leaked insulin. The following information was provided by the initial reporter: "found 1 syringe with a crack in the barrel of syringe while drawing up insulin. Found insulin to wet her hand."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.5ml syringe. Visual inspection of the syringe found a crack in the syringe¿s surface running down the barrel of the syringe from roughly the (B)(4) to (B)(4) unit markers. Additionally, water was found to leak through this crack when attempting to draw fluid into the barrel of the syringe. A review of the device history record was completed for batch# 1242742. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of leakage. A root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the relion® insulin syringe was cracked and leaked insulin. The following information was provided by the initial reporter: "found 1 syringe with a crack in the barrel of syringe while drawing up insulin. Found insulin to wet her hand."